Manufacturer narrative:
The insulin pump had no unexpected low battery alerts noted during testing. The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. We were unable to prime during prime test due to faulty force sensor. The insulin pump had a cracked case at display window corner noted, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. No belt clip received with pump.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump alarmed low battery. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.